Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime/compromised force sensor system test, excessive no delivery test and occlusion test or verify no excessive no delivery/occlusion alarm due to motor error alarm. No unexpected rewind anomalies noted. The insulin pump was received with normal operating current. Pump passed self test. Insulin pump passed off no power test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received no delivery alarm and motor error alarm. The customer's blood glucose was unknown at the time of incident. Customer was able to complete pump rewind. Customer also reports the drive support cap appears normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.